Manufacturer narrative:
On 1/31/2017 - we have requested to be returned to the manufacturer. On 3/16/2017 - heating pad was returned with blue pu cover and pillow case. Both the cover and case had a burn hole. The pvc enclosure had a significant burn hole. Unit was not able to be tested. Unit was clearly folded and abused during use. Foam had migrated to one side which can only happen through bunching and scrunching the heating pad. Per the complaint, user was sleeping at the time of use which is also mentioned in the ib and are told to not sleep while in use. The hole was created when wires overlap and are not correctly controlled by the thermostats. When a heating pad is folded, this can happen. Ib states that the consumer is to drape the heating pad over the area to be treated. User is not to fold the heating pad during use. As seen in the photos, ink had transferred from the graphics area or warnings to a clear area of the heating pad. This can only happen when the pad is folded and used incorrectly when heated.

Event description:
(B)(6) 2017 - the consumer claims that the product caught on fire causing the burning her pillow, pillow case. The cord on the product was disintegrated.

Manufacturer narrative:
On (B)(6) 2017 - we have requested to be returned to the manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer claims that the product caught on fire causing the burning her pillow, pillow case. The cord on the product was disintegrated.